Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was alerting and possible magnet exposure was suspected. A device check noted normal device function. The device was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.